Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included neurostimulator implantation (placement of neurostimulation electrodes on sacral roots in late 2016 in the context of treatment of perineal and sphincter hypertonia associated with bladder and sphincter dyssynergia) in 2016. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pollakiuria ("pollakiuria day and night"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and pollakiuria outcome was unknown. The reporter provided no causality assessment for pelvic pain and pollakiuria with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pollakiuria ("pollakiuria day and night"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and pollakiuria outcome was unknown. The reporter provided no causality assessment for pelvic pain and pollakiuria with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.